Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the data was inaccurate on the device settings page in this customer's t:connect profile. The customer's doctor noticed that a different patient's settings were generated on this patient's profile. After logging out and logging back in, the correct settings were generated for the correct patient. There was no reported adverse impact to the customer.